Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. Review of the device diagnostic log noted an occurrence of a 24/+-12v/power fail condition. The unit is no longer under warranty and the customer did not request service/repair by the manufacturer. The hospital biomedical engineer is replacing the power supply and power switch. If a power failure of the ventilator occurs during use, an audible alarm will activate.